Event description:
It was reported the balloon will not deflate before use. The nurse was unsure if the syringe was removed to deflate the balloon; however, the nurse did indicate that the balloon would not deflate when she attempted to deflate the balloon at a later time and at that time the syringe was removed. There were no patient complications.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5 cc limited volume syringe. Customer report of balloon deflation issue was not confirmed. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. Per IFU, "passively deflate the balloon by removing the syringe from the gate valve". Balloon failed to deflate fully with returned syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or returned monoject 1.5 cc limited volume syringe. No product defects or damages were identified during the evaluation. The product functioned normally during testing, when following the instructions for use. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.

Manufacturer narrative:
The device was not returned for evaluation; multiple attempts were made to retrieve the device. The complaint could not be confirmed without evaluation of the unit. A review of the manufacturing records indicated that the product met specifications upon release. The IFU provides the following guidance for deflation: "passively deflate the balloon by removing the syringe from the gate valve". Although the circumstances of use are not known in this case, device handling may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.